Manufacturer narrative:
(B)(4). Pending device evaluation.

Event description:
The customer reported that their device failed button test during a self test, indicating a failure with the shock button.